Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Unipolar rv pace impedance measurement was within normal limits at approximately 540 ohms. Following the lss to unipolar, there was some noise with oversensing. The rv lead was programmed with split bipolar sensing and unipolar pacing. Oversensing was not reproducible with isometrics. Technical services (ts) reviewed possible causes. This crt-p and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and right ventricular (rv) lead had triggered a lead safety switch (lss) from bipolar to unipolar due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Unipolar rv pace impedance measurement was within normal limits at approximately 540 ohms. Following the lss to unipolar, there was some noise with oversensing. The rv lead was programmed with split bipolar sensing and unipolar pacing. Oversensing was not reproducible with isometrics. Technical services (ts) reviewed possible causes. This crt-p and rv lead remain in service, and will continue to be monitored. No adverse patient effects were reported. Additional information received reported that this crt-p system was surgically revised and replaced. The can was explanted, and the right atrial (ra) and right ventricular (rv) leads were surgically abandoned. The left ventricular (lv) lead remains in service. No additional adverse patient effects were reported. The crt-p device was returned for analysis.